Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, cracked case(battery tube), cracked case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery compartment is cracked and damaged. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.